Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with device malfunction. The cuff remained open with no response to pumping attempts, and the sphincter was non-functional. Imaging showed the balloon had lost its typical shape. The aus was explanted and replaced. There is no additional information reported.

Manufacturer narrative:
D4 unique identifier (UDI) for balloon: (B)(4). D4 unique identifier (UDI) for pump: ((B)(4). Updated impact codes h6. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cuff was identified to have folds it was observed to had a hole from wear at a corner of a fold in the lateral edge of the median cuff shell. Pump was microscopically inspected it was observed the pump tubing had worn to the filament. The pump passed leakage and functional test. Finally, the balloon was identified as non-spherical, and it was observed that the tubing was worn near the filament. Balloon passed leakage and functional test. Based on the information available and analysis results, the leak identified in the cuff could have caused or contributed to the reported clinical observation of mechanical problem.

Manufacturer narrative:
D4 unique identifier (UDI) for balloon: (B)(4). D4 unique identifier (UDI) for pump: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with device malfunction. The cuff remained open with no response to pumping attempts, and the sphincter was non-functional. Imaging showed the balloon had lost its typical shape. The aus was explanted and replaced. There is no additional information reported.